Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that occlusion alarms occurred. System check was being performed by tandem technical support (tts), however customer declined to complete the check. Customer's blood glucose was 530 mg/dl. A manual correction injection was administered to address elevated bg. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.